Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose (bg) level was around 400 mg/dl. Customer addressed bg by administering a correction bolus through the pump. Reportedly, the customer continued to use the existing cartridge.